Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information received following analysis indicates that the patient's device reached the estimated replacement indicator approximately twenty-six months post the device implant, premature battery depletion is suspected. Correction: patient's weight added.

Event description:
It was reported that the patient's device had reached the recommended replacement time (rrt) approximately two and one-half years post the device implant. The patient was sent to the hospital to have the device removed and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information received following analysis indicates that the patient's device reached the estimated replacement indicator approximately twenty-six months post the device implant, premature battery depletion is suspected. Evaluation summary: (B)(4)-the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage reached the estimated replacement indicator (eri). Eri occurred on (B)(6)-2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.